Manufacturer narrative:
The unit was requested back for evaluation but has not yet been received.

Event description:
Nellcor puritan bennett received a call from the biomedical engineer in 2007, with no information about the failure associated with this unit. On 4/26/07 the customer called back and stated that the unit did not provide an audio tone. There has been no patient harm reported.